Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was advised to calibrate the turbine pressure transducer and run the full verification test, and if the motor fault returned, the mainboard would need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the vela ventilator had a motor fault alarm. Furthermore, there was no patient harm associated with the event.